Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a loose cable and metallosis.

Manufacturer narrative:
Review of the primary surgery notes confirms that the patient underwent a right total hip arthroplasty due to severe right hip arthritis. Review of the revision op notes confirms that the patient underwent open reduction and internal fixation of per trochanteric femur fracture and revision right femoral stem due to failed right total hip arthroplasty attributable to a ground level fall, periprosthetic fracture and subsidence of stem. It was noted that a periprosthetic femur fracture was present around the proximal femur in 2 separate planes. A zimmer cobalt chrome cable was used closing down the fractures anatomically. It was noted in the operative findings that the patient had significant metallosis reaction in the tissues around her metal on metal biomet prosthesis. The cable was found to be loose on patient's femur and the debris communicated from the cable to the joint. The femoral prosthesis seemed to be secure and there was no damage seen on the acetabular component. The metal head and adaptor were explanted. The metallosis might have contributed to the metal debris on the joints. However this cannot be confirmed. Per surgical notes the cable was inside the patient's body for more than 3 years. A definite root cause cannot be determined with the information provided. No devices or photographs were returned for review; therefore the condition of the components is unknown. The device history records cannot be reviewed since the part and lot number is unknown. The manufacturing date cannot be determined since the lot number is unknown.